Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. During preparation the physician was loading the 5.0 x 16mm veriflex stent delivery system (sds) on the guide wire, and just before entry noticed there was no stent on the balloon. The stent was located in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. During preparation, the physician was loading the 5.0 x 16mm veriflex stent delivery system (sds) on the guide wire, and just before entry, noticed there was no stent on the balloon. The stent was located in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the detached stent on the product mandrel with the stent protector. The actual delivery device was not returned for analysis. An examination of the stent found that the stent was flattened. It was noted that the stent struts at one end were raised and misaligned. No anomalies were noted with the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).